Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported the patient had seizure activity. Their family reported a bizarre episode where they acutely got out of their wheel chair and ran away without reason. They then abruptly stopped running, stared upward, and had a look of terrified horror on their face then acutely slumped over and their wife was not able to arouse them. Neurology stated the patient appeared to have experienced a seizure provoked by recent surgery. It was noted to be possibly related to both the device/therapy along with the implant procedure. The patient was hospitalized and the event resulted in medical/surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The issue resolved without sequelae on (B)(6) 2018. No further complications were reported as a result of this event.